Manufacturer narrative:
Concomitant medical products: product ID: 457453 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath and felt weak. It was determined that the left ventricular (lv) lead had no capture, high thresholds and had dislodged. The lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.